Event description:
A review of the bariatric times, february 2012, revealed a case report entitled, "endoscopic management of persistent leak after laparoscopic sleeve gastrectomy". This report describes a (B)(6) male pt with a history of obstructive sleep apnea and morbid obesity who required reoperation for a persistent leak and gastrocutaneous fistula after undergoing a laparoscopic sleeve gastrectomy where gore seamguard bioabsorbable staple line reinforcement was used.

Manufacturer narrative:
Multiple attempts to acquire required date, pt and device (lot) information were made by gore. Follow-up communication with the implanting physician revealed that there is no allegation of deficiency with the gore seamguard bioabsorbable staple line reinforcement device. The physician stated, "I have no suspicion that seamguard caused the leak in any way." All available information has been placed on file for use in tracking, trending and follow-up. A follow-up report will be submitted if new information is obtained. Melissa m. Beitner, mbbs; jonathan cohen, md; and marina s. Kurian, md. Endoscopic management of persistent leak after laparoscopic sleeve gastrectomy: a case report. Bariatric times. 2012;9(2):22-24.